Manufacturer narrative:
The customer's avl video baton 3-4 and glidescope avl monitor were returned and evaluated by a verathon technical service representative. The customer's baton was connected to the customer's monitor that was used during the event and the reported issue was verified. After the monitor was powered on for approximately one minute, and the baton was manipulated, it was found that the image would start to flicker on and off. The issue was isolated to the customer's video baton. It was also noted that the video baton had some damage around the camera lens. Upon review of the device history record for the video baton, serial number (B)(4), it was determined that the device was manufactured on 04/02/2015 and the one (1) year warranty period has expired. As the device is out of warranty and no repairs are available for the video baton, it was returned to the customer as is, and was marked as "not for human use". It was determined that the monitor was fully functional and was recertified prior to returning to the customer. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, while using a glidescope avl video monitor, the image on the monitor would flicker on and off. A backup device was used during this event, however, there were no details provided on the backup device that was used or the delay in retrieving the unit. No harm to patient or user was reported.